Event description:
It was reported that the patient underwent an ion transbronchial lung biopsy procedure and developed a pneumothorax. It is unclear if a chest tube placement was required. There were no malfunctions of the ion system or any of the instruments in use during the procedure. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.